Event description:
44 year 0ld white female admitted for back surgery. During procedure upper jaw portion of rongeur broke off and lodged in patient's disk space. Physician was unable to remove but was able to push out of the disk space into the retroperitoneal space. This initial surgery was march 26, 1993. Patient was discharged without any complications. Patient returned on may 17, 1993 for attempted removal of this foreign body; the attempt was unsuccessful.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.